Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 991 mg/dl with ketones a healthcare provider deemed life threatening on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer continued to use the pump for insulin delivery.